Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of atrophy is a known risk associated with implant of these device as indicated in the instructions for use (IFU). D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral atrophy. As a result, the device was explanted and replaced. No further patient complications reported.